Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows foreign debris is inside the sterile packaging. The seal was still intact when product was returned. The sterile barrier is still intact when the product was received for inspection. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection, there was debris found in sterile packaging. There was no patient involvement.